Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with slightly more than 300 units of insulin, and the insulin gauge displayed a fill estimate of approximately 120-140 units. The customer's blood glucose level was 130 mg/dl. The customer declined a follow-up call from tandem technical support.